Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an unscheduled office visit. There was a lead impedance warning triggered for the right ventricular (rv) lead due to high and undefined pacing impedances. The in office check also showed no capture on the rv lead as well. The polarity of the rv lead was reprogrammed and everything appears stable with no oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.